Event description:
A new IV drip [was] started (nipride at 11 cc per hour). The IV pump door handle [was] hard to shut. No alarm sounded. When nurse looked at drip chamber it was dripping at a rapid rate. [The pt's] blood pressure fell to 54/40. Pressure [was] applied to tubing and the IV [was] stopped. The pt responded to trendelenburg and IV fluids within 2 minutes and blood pressure was back to normal.